Event description:
It was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician gained access and inserted the intracardiac echo (ice) catheter in the left groin. The ice catheter was inserted to visualize any clot or effusion in the appendage. The j-wire was inserted and followed up with the was sheath behind it in the right groin. Both were perfectly inserted but it was noticed that the patient's heart was rotated so the was sheath was taken out to make a better bend on the catheter. After that the physician tried to insert the was sheath back in but it got stuck. The physician took an x-ray and noticed the was sheath was kinked. The physician decided to take a venogram due to the was sheath being kinked, as the physician was not able to advance the was sheath. The venogram noted a vessel perforation of the right iliac. A vascular surgeon was called and placed a non-boston scientific covered stent. The patient was stable and in the intensive care unit (ICU) for monitoring. The patient fully recovered and was discharged later the same day.